Event description:
On (B)(6) 2012 at the (B)(6) in (B)(6) it was reported that the arterial measurement on the bmu-40 serial number(sn):(B)(4) was working intermittently during use.

Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this repair. The batteries were replaced and software was updated to version 04.02.00. The unit was tested for two 6 hour perfusions and it did not produce the error. Reference: complaint (B)(4).